Event description:
The complainant reported that a patient was implanted with an impella rp pump for circulatory support. It was reported that due to ongoing false position alarms, the placement signal was disabled. Patient support continued with the implanted impella despite the disabled alarm. The patient later received a heart transplant.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The lt log was reviewed and the position in aorta alarms was confirmed. 5s parameters were steady. No spikes in motor current. Some trending in placement signal. The cause of the false position in aorta alarm was patient condition related since the software version was v11.1. All pertinent information available to abiomed has been submitted at this time.